Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing the wrap on a laparoscopic redo heller myotomy, the device was very stiff to load, toggle and unload. They opened another device to complete the procedure. There was no patient injury.